Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received at boston scientific's post market laboratory it was visually inspected and it was observed there were cracks on the catheter's luer. The catheter was then connected to a flushing system and successfully flushed and irrigated with no observed leaks. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of luer damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure as the luer was cracked and damaged even though there was no leaking and the flow was not impacted.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however a crack was found in the flush port. The event occurred outside the patient. The procedure was completed with another of same device and no patient complications occurred. The device is expected to return for laboratory analysis.

Event description:
It was reported that during an ablation procedure, one farawave catheter was selected for being used; however, a crack was found in the flush port. The event occurred outside the patient. The procedure was completed with another of same device, and no patient complications occurred. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.